Event description:
During procedure surgeon was using the leibenger upper-face/mid face set and while using the "repositioning pin" the tip broke off into the patient's left forehead. The surgeon attempted to remove piece, but was unable. The catalog number of the repositioning pin is 62-32440.